Event description:
A report was received through the FDA medwatch medical products reporting program stating that a female pt experienced a fungal infection in her right eye after use of renu (unk type). Medical records were received from the physician indicating that the pt cultured positive for the fusarium fungus in 2005. She was diagnosed with a moderate corneal ulcer. It was also confirmed that the pt was using renu with moisture loc multi-purpose solution. The pt was treated from late 2005 to 2006 with tobramycin, ancef, ciloxan, and natacyn. She has recovered with sequelae (non-central corneal scar). The physician attributed the event to use of renu with moisture loc solution. The pt stated that she will now need stronger glasses as she has suffered a change in visual acuity. At a vistit in 2006, the eye care physician stated the pt could resume contact lens wear.

Manufacturer narrative:
A technical investigation concluded that there was not enough solution to complete all required chemical testing of the complaint bottle. Additionally, two contact lenses were returned and a fungus-like material was observed on each lens. Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.